Event description:
It was reported that the patient went from the emergency room because of high blood glucose of over 600 mg/dl. Harm code has been updated from 2199 to 1905.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl. The device will not be returned for the analysis.